Event description:
When the biosure had been screwed into patient, it bent and the tip broke. No consequence for the patient. Another screw (8x30) has been put in place.

Manufacturer narrative:
One screw was returned for evaluation and confirmed to be broken at the leading edge of the screw. The lower portion of the screw was dimensionally checked and met print specifications for screw diameter. A review of the nonconformance database was performed and no issues were identified during the processing of this device. Review of the device history records were performed which confirmed no inconsistencies during manufacture. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).